Event description:
It was reported that t:slim x2 pump battery would not charge, leading to pump shutdown and associated power source and shutdown alerts. There was no adverse impact to the customer's blood glucose level. Issue had resolved before contact, customer successfully used charging supplies, and technical support advised that insulin on board and maximum hourly dose would reset to zero and that continuous glucose monitoring sessions must be manually restarted after shutdown, with pump arranged for replacement. Customer reverted to an alternative method of insulin therapy.